Event description:
It was reported that the left ventricular lead was in a suboptimal position. A procedure to reposition the lead resulted in the lead being capped replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224trk implantable cardioverter defibrillator (ICD),    implanted: (B)(6) 2010; 6949 implantable tachy lead, implanted: (B)(6) 2006; 5076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).